Manufacturer narrative:
We reviewed the injection molding records, assembly records, finished product shipping records, design and development data, as well as retained samples of the two production batches, all of which showed no abnormalities. Subsequently, we will revise the instructions for use, modify the inspection procedures, and provide training to relevant personnel.

Event description:
The needle shield can be pushed back open even after it has been locked.